Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had his pump removed electively on (B)(6) 2018 but they left the catheter in and "a piece of metal that looks like a needle." He stated they were going back in to remove it. The patient noted he got headaches all the time, starting a while before the pump was removed and continuing after. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2018-dec-18. The patient's weight was provided. No further complications were reported.